Event description:
It was reported that the customer was hospitalized due to low blood glucose reading of 25 mg/dl. Customer stated that their blood glucose readings were 92 mg/dl when the paramedics arrived. Customer mentioned that she had a high blood glucose reading in the morning and over corrected. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.